Event description:
The subject demo device was interrogated in its box by the subsidiary on (B)(4) 2012. Reportedly, a known programmer software issue (therapies can be programmed in slowvt zone even when vt zone is off) has been corrected for other models, but is still observed with this ovatio ICD upon interrogation with 2.36j software version. The customer requests a correction also for ovatio devices.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.